Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 225 mg/dl ((B)(4)) and 114 mg/dl ((B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system 1. (B)(4).

Event description:
Patient was undergoing knee arthroscopy, with fluid infusing via an arthrex wave ii pump (ar-6400)and tubing (ref ar-6410).fluid was initially infusing at a pressure of 40. The surgeon noted an increase in the knee size with blanching of the skin, and or staff clamped the tubing and adjusted the pressure down to 20. However, the pump kept delivering the fluid at a fast rate. The pump was turned off and the scope and fluid tubing were removed. The surgeon aborted the procedure and aspirated fluid from the joint space and had some fluid drain from the scope and port sites. The patient was kept overnight for observation and discharged the following day. The pump and tubing were taken to biomed for inspection. Biomed was unable to duplicate the event, and was unable to evaluate it with pressure at the distal end of the tubing. The pump was sent back to the manufacturer for them to evaluate it.arthrex confirmed the complaint (failing back flow test, causing motor to continue to jog to maintain pressure). They also found "calibration is in spec. Motor noisy at all flows, flow rate low at 1380 ml/min."at the request of arthrex, the pump tubing is being sent to them for examination as well.====================== health professional's impression======================the pump did not stop delivering fluid when the pressure reached 40. When staff lowered the delivery rate of fluid, it continued to flow rapidly to the patient. This caused extensive swelling of the knee, blanching of skin and pain.====================== manufacturer response for arthroscopy fluid pump, wave ii pump======================initial examination resulted in the following: "pre-test, confirmed complaint (fails back flow test, causing motor to continue to jog to maintain pressure). Calibration is in spec. Motor noisy at all flows, flow rate low at 1380 ml/min, chassis top scratched/dented, tube guide door moves hard/scratched."also, when told that a patient was affected, received numerous inquiries from arthrex for information. Arthrex was unwilling to wait for the medsun report.====================== manufacturer response for arthroscopy fluid tubing, (brand not provided)======================no evaluation yet on pump tubing.